Manufacturer narrative:
Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures. G1: updated.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
Customer contacted technical support (ts) stating that unit had nav-ring failure. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported issue. The unit passed required performance verification tests per philips standards.